Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a programming session, the physician discovered that one of the electrodes in the patient's right battery was reporting high impedances. Contact #11 (right socket) was showing impedances between 5000 ohms and approximately 8000 ohms. The patient has two batteries in their abdomen. It is unknown if there are any environmental/external/patient factors that may have led or contributed to the issue. The patient is non-vocal and has extensive chorea, dystonic movements, etc. The patient's medical history also includes seizures and vamp2 gene mutation. They physician ran impedance check again and it still showed the same result. Subsequent programming used more distal contacts on that lead. The issue was not resolved.